Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the entire device found no kinks or damage along the shaft. An examination of the tip section of the device found no issues. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. An examination of the balloon found that the balloon was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during an arterovenous fistulogram angioplasty treatment procedure, difficulty in catheter removal occurred. The target lesion was located in the arterovenous fistula of the right arm. After a 0.035 non-bsc guide wire crossed the lesion. Difficulty was encountered advancing the 7.0 x 60, 75cm mustang balloon catheter over the guide wire and the guide wire kinked. The wire was exchanged and the 7.0 x 60, 75cm mustang balloon catheter was readvanced with some difficulty and used to treat the lesion. Difficulty was encountered during removal of the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during an arteriovenous fistulogram angioplasty treatment procedure, difficulty in catheter removal occurred. The target lesion was located in the arteriovenous fistula of the right arm. After a 0.035 non-bsc guide wire crossed the lesion. Difficulty was encountered advancing the 7.0 x 60, 75cm mustang balloon catheter over the guide wire and the guide wire kinked. The wire was exchanged and the 7.0 x 60, 75cm mustang balloon catheter was readvanced with some difficulty and used to treat the lesion. Difficulty was encountered during removal of the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).